Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed the continuity resistance test. The sensor passed per specifications. Performed the bicarbonate buffer test and the sensor failed with high readings. Unable to confirm the pain/discomfort complaint due to customer not returning the insertion needle. Only the sensor was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference medwatch # 2032227-2015-36673.

Event description:
The customer reported that the sensor gave inaccurate readings. The sensor reading was 62 mg/dl when the blood glucose reading was 154 mg/dl. The customer also reported sensor error alerts, change sensor alerts, calibration errors, pain at the site, and a hospitalization due to low blood glucose. The sensor error alert occurred after initialization. The sensor was fully inserted and flat against the skin. The test plug procedure showed that the transmitter was working properly. The customer removed the sensor and stated that the cannula was curved but not bent. The customer reported that the low blood glucose was due to hormones from being pregnant. The customer declined troubleshooting for the inaccurate readings, pain at the site and the low blood glucose. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.